Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test. No pump error 35 noted. Device alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify prime anomaly due to motor anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer¿s blood glucose level was 300 mg/dl. Customer stated that insulin was squirted during prime. Customer stated that they were unable to exit the load reservoir process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.